Event description:
On 8/6/1996, the manufacturer received a report from its distributor that states they received an empty package, which should have contained a needle.

Manufacturer narrative:
The device was returned to the MFR on 8/16/96, and the results of the device evaluation are as follows: visual examination confirmed the customer's complaint of "missing needle". The device pouch was sealed 100% all around the package and the device sheath was enclosed in the sealed pouch. A trend analysis was performed on similar incidents involving this catalog and lot number and did not reveal any trends. In addition, a review of the device history record was performed and did not identify any mfg variances in relation to this event. Based on the information available, it appears that this event occurred during product assembly. The MFR has changed to a new vendor and needle design for this product assembly. The MFR has changed to a new vendor and needle design for this product number. The MFR has discontinued purchasing from the vendor who supplied the product on this incident. No further information is available. H11- the MFR initially reported that the device was returned on 8/14/96, under d9; however, upon further investigation it was discovered that the product was returned on 8/16/96. This file is now being closed.